Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, intra-op, the pin broke when it was unscrewed out. The product came in contact with the patient. No fragment of the instrument remained in the patient.

Manufacturer narrative:
Add'l info.

Event description:
No patient complication as result of this event.